Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the right atrial (ra) lead crushed and completely broke near clavicle. The screw was in ra and the proximal rest floated in the vena cava inferior. Nobody could find out why/how the lead broke. It was noted there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).